Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted concurrently with abdominal sacral colpopexy, posterior colpoperineorrhaphy, burch cystourethropexy, rectopexy and bso due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, emotional and psychological conditions. It was reported that patient underwent mesh revision on (B)(6) 2007 and (B)(6) 2011 due to recurrence. It was reported that patient underwent a surgical procedure on (B)(6) 2011 and elevate was implanted. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.